Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, a variant model from the same family was used for testing. Samples were taken from the current production and the cuff from the samples were inflated and left for four hours. After this time samples were checked to verify if any leak was present however all samples were still fully inflated. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed to perform a proper investigation and determine the root cause. Root cause cannot be determined. Corrective actions cannot be established. Other remarks: if the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint states the device connector came unseated. Additionally,the pilot balloon would not hold air. It was reported the patient was extubated and re-intubated. No patient harm was reported. (Continued) connector issue reported is captured in companion report MDR# 3003898360-2019-00233.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The connector was not returned. This sample was reviewed with a r & d engineer. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that there is adhesive residue near the 22 cm mark. The sample appears used as there is biological material present on the device. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. No functional issues were found with the returned sample. The reported complaint of "balloon would not hold air during use" could not be confirmed. The IFU for this product, l06621, was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "balloon would not hold air during use" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor customer feedback for complaints of this nature. Other remarks:

Event description:
Customer complaint states the device connector came unseated. Additionally,the pilot balloon would not hold air. It was reported the patient was extubated and re-intubated. No patient harm was reported. (Continued) connector issue reported is captured in companion report MDR# 3003898360-2019-00233.